Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device had reached elective replacement indicator (eri), and at the same time a battery performance alert (bpa) was delivered. There was also a loss of pacing output noted on the device. The device was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, the device was unable to be interrogated. The cause of the loss of telemetry was found to be due to low battery voltage from premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.